Event description:
It was observed that during the device evaluation, the flex 3d deflectable videoscope exhibited a scope communication error due to damaged charge couple device unit and corroded video connector. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The correct facility registration number is (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, malfunction most likely occurred due water/humidity that entered the device, which caused damage to the image sensor unit in the connector. However, a specific root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "IFU ltf-190-10-3d operation manual chapter 3 preparation and inspection:3.6 inspection of the endoscopic system: inspection of the endoscopic image." Olympus will continue to monitor the field performance of this device.